Manufacturer narrative:
(B)(4) stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-02892 and 3005099803-2015-02893 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex tracheobronchial stents were used during a bronchoscopy procedure in the lungs performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the procedure. During the procedure, the physician attempted to deploy an ultraflex tracheobronchial stent (the subject of MFR. Report 3005099803-2015-02892); however, the deployment suture got stuck and the stent would not fully deploy. The physician removed the partially deployed stent from the patient. The physician then attempted to deploy a second ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2015-02893); however, the same event occurred and the stent was removed from the patient partially deployed. The procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed by 12 mm. During the product analysis, the investigator was able to deploy the remainder of the stent; however, it was noted that the catheter bowed during deployment. No issues were noted with the profile of the stent. A visual and tactile examination found that the distal end of the catheter was kinked 100 mm proximal to the tip. This type of damage is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-02892 and 3005099803-2015-02893 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex tracheobronchial stents were used during a bronchoscopy procedure in the lungs performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a stricture caused by lung transplant. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the procedure. During the procedure, the physician attempted to deploy an ultraflex tracheobronchial stent (the subject of MFR. Report 3005099803-2015-02892); however, the deployment suture got stuck and the stent would not fully deploy. The physician removed the partially deployed stent from the patient. The physician then attempted to deploy a second ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2015-02893); however, the same event occurred and the stent was removed from the patient partially deployed. The procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.